Manufacturer narrative:
Review of instrument results: e03- 8 (0), (e-,e+) well fill color as expected. Roi's acceptable. Visually negative. F03- 15 (0), (e+,e-) well fill color as expected. Roi's acceptable. Slight fuzzy button, very faint pink background. Visually negative. G03- 8(0), (e-,e+) well fill color as expected. Roi's acceptable. Visually negative. H03- 10(0), (e-,e+) well fill color as expected. Roi's acceptable. Visually negative. A service call was made. Performed unexpected reactions checklist to verify that the instrument is operating within specifications. All settings and readings were within specifications. Performed qc assay to verify instrument operation. Instrument is operating as expected. The unexpected reaction appears to be related to the nature of the sample.

Event description:
Customer reported an unexpected (B)(6) result when testing a patient sample on the galileo. Customer stated that no adverse affects had resulted from the unexpected result.